Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that one screw is in process of being returned to zimmer biomet for investigation. The second screw is not available for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy procedure two screws could not be inserted. The surgery was completed using another screw of the same size. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The screw was visually evaluated and found to have minor damage on the cross-drive area of the head that interfaces with the blade, indicating the blade retained the screw when torque was applied. There is deformation to the tip from an attempt to insert the screw. The part dimensions cannot be accurately measured due to the damage from the attempt to insert the screw; any measurements would not be representative of the screw before use. A blade and screwdriver were used to functionally test the screw by inserting the screw into a white oak block. The screw was able to be retained on the blade and was fully inserted into the white oak block with some difficulty with initial purchase. The complaint was non-verifiable as the screw was damaged from use and could not be dimensionally evaluated in its returned condition; however, the screw was able to be fully seated into a white oak block with some difficulty. The most likely cause of the complaint cannot be determined as the reported event cannot be substantiated due to the condition of the screw upon return. There are no indications of manufacturing defects. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The second screw could not be visually evaluated or functionally tested due to the product not being returned. The complaint cannot be verified and the most likely underlying cause of the complaint cannot be determined.